Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the tip was drilled on the device. It was determined that the burr was improperly loaded into the device and then installed onto the motor device. Therefore, the burr did not seat properly in the locking chamber and the device was then forced into position which places the distal tip of the burr in compression. The tip of the burr was then in direct contact with the neuro tip of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be failure to follow the directions for use, which was further clarified as misuse of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was discovered that the tip was drilled on the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.